Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon was putting pressure of the trocar and he was losing pneumo. Another device was used and the same thing occurred. The surgeon put mineral oil between the reducer cap and the cannula and the leak slowed down enough so that the case could be completed. There was no patient consequence. Both devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.